Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station.

Event description:
It was reported that prior to use it was discovered that the plunger rod was broken with an bd syr plastipak 3ml 25x7 veterinary nbs. The following information was provided by the initial reporter, translated from portuguese to english: plunger broken in its extremity.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger rod was broken with an bd syr plastipak 3ml 25x7 veterinary nbs. The following information was provided by the initial reporter, translated from portuguese to english: (1 of 2 complaints). Plunger broken in its extremity.